Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to deployment the guidewire was positioned into the left ventricle (lv) through a pigtail catheter. There was reported difficulty positioning the wire into the apex due to a small lv and sigmoid septum. The guidewire perforated the lv and caused cardiac tamponade. Pericardiocentesis was performed and subsequent open surgical repair of the perforation. The patient subsequently expired the following morning.

Manufacturer narrative:
Additional information was received and the patient weight was updated. If information is provided in the future, a supplemental report will be issued.